Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission care alert was received indicating a lead integrity alert (lia) on the right ventricular (rv) lead due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored with no intervention performed. The lead remains in use. No patient complications have been reported as a result of this event.